Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible, which is consistent with the reported information that the device was not used. The stent implant was stationary on the tightly folded balloon between the markers. There was a bend in the hypotube at the distal end of the strain relief tubing. This damage was not observed during product inspection prior to use and may have occurred as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that fibers were entwined on bent struts at the proximal end of the stent implant. Chemical analysis of the fibers revealed they were similar to the representative types of cellulose fibers, but could not determine the origin. Possible sources for cellulose fibers include but are not limited to different types of cleaning paper or wipes, which may be present in both manufacturing and the account. In this case, it is possible the stent delivery system (sds) was wiped down prior to preparation, resulting in the fibers coming in contact with the stent. Additionally, there were two bent struts noted at the proximal end of the stent implant where the fibers were located. This stent damage may have also occurred during wipe down or as a result of packaging and shipment back to abbott vascular for analysis. Since all sds are inspected for stent and balloon contamination and damage throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent, this suggests a manufacturing deficiency did not contribute to the difficulties experienced. A conclusive cause for the reported foreign material could not be determined; however, the stent damage and bend appear to be related to operational context. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. All stent delivery systems are inspected for stent and balloon contamination and damage throughout the manufacturing process. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during preparation, the stylet was removed from the end of the device, and a piece of clear plastic was observed on the stent. The device was not used, and another 4.0 x 23 promus was used to complete the procedure. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.